Manufacturer narrative:
Maquet has not yet received the device. We will continue to pursue the receipt of the device and a follow-up report will be sent when the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3200 bipolar did not activate. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.